Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved.

Manufacturer narrative:
G4: 01jun2020. B4: 01jun2020. The replaced touchscreen was returned for failure investigation. It was determined that the touchscreen failed due to multiple resistance failures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.